Manufacturer narrative:
Evaluation anticipated but not yet begun.

Event description:
Company received a report that the unit did not provide an audio tone following the speaker upgrade. There was no patient harm.